Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the device will not turn on/device not functioning an issue related to a bipap device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an there was contamination in all parts of the enclosure, there was also contamination inside of the blower fan, there were no signs of sound abatement foam degradation within the blower box, contamination in blower fan, contamination on all enclosure parts, there were no signs of contamination on the outside of the device. The manufacturer was able to confirm the no presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, confirmed the presence of contaminant and unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.